Event description:
Same case as MFR# 6000093-2005-00500. 5 days after a drug eluting stenting treatment procedure, a sub acute thrombosis (sat) occurred. The patient had two taxus drug eluting stents placed due to an acute myocardial infarction. The taxus express2 8.8% 2.75x24mm adn 2.75x8mm drug eluting stents were successfully placed, treating a 90% stenosed right coronary artery (rca). Two days later, the patient was transferred to another station within hospital and the plavix and aspirin were discontinued. Five days after the initial procedure, the patient returned to the cath lab. Repeat angiography revealed a sat in the rca. It is unonwn what was done to treat the sat. In the opinion of the physician, the sat is not related to the taxus strents.